Event description:
A report was received that during a trial lead pull, pus was seen coming out the incision site. The patient was also experiencing flu like symptoms. It was discovered that the patient had a superficial infection. The patient was administered IV antibiotics. The physician does not believe the infection to be device related and patient is reportedly doing well following the treatment.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50e, (B)(4), description: st linear trial lead with pre-loaded 0.014 inch stylet - 50 cm. The explanted trial leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.